Manufacturer narrative:
B1, b2, b5, h1, h6 (remove codes 1503, 2199, and 4582. Add codes 2993, 1912, and 4613).

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that intermittent undefined alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.